Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during a demonstration of the transesophageal echocardiography (tee) probe, the anesthesiologist was not happy with the spatial resolution. The tx frequency is reported to be too low for tissue-specific imaging of small defects. This feedback was from a leading and very experienced physician of the department. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.